Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using the unspecified bd¿ safetyglide syringe, the individually packed unopened insulin syringe the plunger was found pressed, and a drop of liquid will enter the needle. The following information was provided by the initial reporter: use the individually packed unopened insulin syringe and press the plunger, and a drop of liquid will enter the needle when the plunger is pressed. In this case, the drug has not yet been drawn into the syringe, so the syringe is unused. Does the syringe sweat?

Event description:
It was reported that while using unspecified unspecified bd¿ safetyglide syringe the individually packed unopened insulin syringe the plunger was pressed, and a drop of liquid will enter the needle. The following information was provided by the initial reporter: use the individually packed unopened insulin syringe and press the plunger, and a drop of liquid will enter the needle when the plunger is pressed. In this case, the drug has not yet been drawn into the syringe, so the syringe is unused. Does the syringe sweat?

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using unspecified unspecified bd¿ safetyglide syringe the individually packed unopened insulin syringe the plunger was pressed, and a drop of liquid will enter the needle. The following information was provided by the initial reporter: use the individually packed unopened insulin syringe and press the plunger, and a drop of liquid will enter the needle when the plunger is pressed. In this case, the drug has not yet been drawn into the syringe, so the syringe is unused. Does the syringe sweat?

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jan-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.